Event description:
Customer complained about sensor reading discrepancies. Customer sated that the sensor glucose is reading much lower than the blood glucose value. Customer stated that this issue could be related to her sleeping since the values wear closer during the day of insertion and started having incorrect readings after waking up; also the insulin pump alarms for low blood glucose while sleeping. Customer reported that the difference between sensor glucose and blood glucose is an average of almost 100 points or 56.3%. Customer advised to change sensor. Current blood glucose level 208 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.